Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the reason for ipg replacement was due to patient needing a magnetic resonance imaging (MRI) for a new shoulder injury. The patient was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.